Event description:
It was reported that the patient had pectoral muscle stimulation. It was further reported that the right atrial (ra) lead had dislodged with the lead tip noted to be in the device pocket. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a p-wave amplitude measurement issue. P wave amplitude dropped from 5mv to 0.25mv.